Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor and found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle.

Event description:
The customer reported via phone call that they experienced sensor insertion assistance. The customer's blood glucose value was 268 mg/dl. The customer felt as if there was a malfunction with the serter. The customer declined to troubleshoot and stated that she was brittle. The product was returned for analysis.